Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type lead; product ID 3550-39, serial # unknown, product type accessory product ID neu_silicone anchor, serial # unknown, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37702, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturing representative reported the patient¿s system did not provide pain relief for the patient and it had not for a while. Additionally the leads had migrated. The entire system was explanted. No information on troubleshooting, cause, or outcome was known. If additional information is received a follow up report will be sent. Patient indication for use is failed back surgery syndrome.

Manufacturer narrative:
Upon return of the lead analysis found no anomaly.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient did not have any pain relief from either system. The plan was to replace one of the generators as it was approaching end of battery life. The peripheral lead system was completely explanted. The system with the laminectomy leads remained in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.